Event description:
Reporter alleged at 9:45 am customer passed out and emergency medical technicians (emts) were called. It was reported customer's wife tested glucose and obtained a result of 147 mg/dl compared to the emt meter result of 25 mg/dl. Reporter stated customer was given an IV, contents unk, and taken to the hosp however was released that night. Despite several unsuccessful attempts by the MFR, no info could be provided on the test strips used at the time of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.